Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the sensor cannula was missing or broken or bent. The customer's blood glucose reading was 223 mg/dl, but also reported a low blood glucose level of 51 mg/dl. The sensor was not replaced, however it will be returned.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with low readings. Found cannula whole. Also found cannula bent. Unable to confirm the customer received sensor in said condition due to the product being returned opened/used.